Event description:
In 2001, the facility's materials manager informed the MFR's representative of the following: the device would not flush prior to placement, device never implanted. No further details are available at this time.